Manufacturer narrative:
There is no adverse even associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up and down arrow buttons responded intermittently during testing. The other buttons responded as expected. During investigation, the keypad contacts were found to be misaligned and there was evidence of adhesive under keypad contacts.

Event description:
The pt reported that the buttons do not always respond to presses. Sometimes, she said, the pump scrolls quickly through menus. She reported that all bolus programming has been correct, she is monitoring button presses closely, and she is now delivering boluses from the meter remote. The pt noted that the keypad is not peeling and does not get wet; she does not clean the pump and wears it in an animas case.